Manufacturer narrative:
Investigation ¿ evaluation: a review of the documentation, drawing, manufacturing instructions, quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Measures have been previously conducted to address this failure mode. We will continue to monitor for similar complaints. Per the health risk assessment, no further action is required.

Manufacturer narrative:
The event is currently under investigation.

Event description:
It was reported a catheter that was placed in the bladder on (B)(6) 2016 pulled away from the hub. The catheter was replaced with a new one. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.